Event description:
It was reported by the affiliate that the (1) mcl20 device was used for an unk procedure. It was reported that the device was bent. The case was completed with another instrument and there was no consequence to the pt.